Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an interventional percutaneous transluminal angioplasty procedure with a 5f sheath. Reportedly, the lever could not be lifted to open the foot of the device. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an interventional percutaneous transluminal angioplasty procedure with a 5f sheath. Reportedly, the lever could not be lifted to open the foot of the device. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Subsequent to the previously filed report, the following information was received: reportedly, the footplate was ultimately deployed however it was not properly unfolded. Suture deployment was attempted however a cuff miss [suture retrieval issue] occurred. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as not all components were returned for analysis. The reported difficult to open or close the lever/foot was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue.the investigation was unable to determine a conclusive cause for the reported difficulties. The reported unexpected medical intervention appears to be related to operational context. Factors that may contribute to difficulty to open or close the lever/foot, include but are not limited to an interaction with patient anatomy, tissue, or device position. The reported needle to cuff miss was likely an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: h6 medical device problem code: code 2983 was removed and codes 2921 and 1142 were added.